Event description:
The dealer reported that the adjustment/tightening knob on the joystick tube clamp is broken off which could cause instability with the function of the joystick and the user could become stranded.